Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2022-02564. It was reported that, during a permanent implant on (B)(6) 2022, a medical issue occurred during the procedure. In turn, the surgery was aborted and nothing was implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.